Event description:
It was reported that during the implant procedure, the setscrew dislodged from the implantable pulse generator (ipg) connector block and it was not possible to reinsert it. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.